Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report thrombus. It was reported this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. The clip delivery system (cds) was inserted and grasping was performed. However, a micro thrombus of about 2 mm was confirmed near the annulus on the anterior side of the mitral valve during procedure. Additional heparin was administered and the thrombus disappeared. The clip was then deployed without further issues, reducing mr to a grade of 1-2. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. The lot history record (lhr) review was not performed because no device/lot information were provided. Based on the information reviewed, a cause for the reported thrombosis/thrombus could not be determined. Thrombosis/thrombus is listed in the instructions for use as a known possible complication associated with mitraclip procedures. The reported required medication was a resulted of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.